Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Embolism, ischemia and disability are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
During the coil embolization of a right posterior communicating artery aneurysm, the patient suffered and embolism with associated ischemia. Immediately post procedure the patient¿s condition worsened due to the ischemia. The patient was discharged one hundred and sixteen days post procedure with severe disability. At follow up, three months post discharge, the patient was reported to be stable. No other information was provided.